Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20237948, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients left lead had migrated. The patient underwent a revision procedure wherein the leads were replaced.